Event description:
A doctor reported to baxter (B)(4) that the twist clamp was damaged and could not be used. There was patient involvement but no injury reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The assignable cause was undetermined. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). Per the sample evaluation the complaint was confirmed for a leak. Visual inspection found both occlude feet were broken at the top.